Event description:
A nurse reported that before surgery the footswitch did not respond. The staff did not report system message display. The system was exchange to perform the surgery. After the surgery, when the hospital staff checked the system, a system message was displayed regarding footswitch recognition. The hospital staff also found that the footswitch cable was bent. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the footswitch cable was confirmed to have been bent. The customer requested a replacement footswitch cable. The cable was received for evaluation. A visual assessment of the returned sample showed that the cable was bent at the connector. The cable was connected to a calibrated footswitch and a calibrated system. The system was powered on with no issues. The footswitch was tested and passed all tests when the cable was still and in a specific position. When the cable was moved around, however, the footswitch stopped working, due to the bent end. The continuity was measured and no nonconformity was observed when the cable was still. The root cause of the reported footswitch not being recognized was attributed to a nonconforming cable due to a bend in the cable. With the information given, it is unknown how the bend occurred. (B)(4).

Manufacturer narrative:
Evaluation summary: the customer called the company representative to assist with troubleshooting. A replacement footswitch cable was sent to the customer to address the issue. The product met specifications at the time of release. The root cause of the reported event was attributed to a bent footswitch cable. How the bend occurred cannot be determined. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected